Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a compromised forced sensor system error alarm and insulin squirt out during manual prime. The customer's blood glucose level was unknown. Customer was disconnected during prime. The insulin pump was not bumped or dropped, no water contact. Drive support cap did not appear to be damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed a33 during basic occlusion test due to detached end cap sticker noted. Unable to verify prime anomaly.